Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: patient returned to his office with hip pain on (B)(6) and surgeon noticed metal wires in the joint. Probable root cause: design. Poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces manufacturing. Locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application. Not enough force applied. User unfamiliarity with device. The device manufacturer date is not known.

Event description:
It was reported that the pull wire remained inside the patient.